Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted for female sterilisation. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and oophorectomy ('oophorectomy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included hemorrhagic cyst, paraovarian cyst and uterine bleeding. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the menorrhagia and oophorectomy outcome was unknown. The reporter considered menorrhagia and oophorectomy to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: uterus, cervix, bilateral fallopian tubes and left ovary. Secretory phase endometrium. Focal chronic cervicitis. Right and left fallopian tube: no significant histopathology: benign paratubal cyst left ovary: being cyst of follicle origin (1.5 cm), hemorrhagic cyst( 1.0 cm) and corpus luteum. No evidence of endometrial hypoplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received. Event medical device removal is replaced with menorrhagia from medical record. Reporter, medical history, date of birth and lab data added. Essure removal date updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted for female sterilisation. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.